Manufacturer narrative:
Device was received with intermittent button response due to flattened button dome switches. Unable to perform the displacement test and self test due to unresponsive buttons. Device received with cracked case on the back at the battery tube threads, missing display window cover and missing serial number label.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump buttons were unresponsive. Customer's blood glucose level was unknown. Customer stated that numbers were not ramping on their own. Customer stated the scroll bar were not moving with no input. Customer stated block mode was inactive. Customer stated the button was not unresponsive during an easy bolus attempt. Customer stated pressing menu button takes them to the menu screen. Customer stated using the up and down arrow allows them to navigate screens. Customer stated the insulin pump was neither dropped nor exposed to moisture. Customer advised the insulin pump will need to be replaced. Advised to discontinue use of the insulin pump. The insulin pump will be returned for analysis.